Event description:
It was reported that the largebore 8 inch ext vlv could not be flushed due to flow issues/blockage. The following information was provided by the initial reporter: "not working correctly". "Not patent in some inventory, unable to flush".

Manufacturer narrative:
H6: investigation summary: two samples were received for investigation. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. Samples were connected to a cut off bd syringe to see if a fluid path is able to be seen while the piston is in the activated position. Both samples did not show a fluid path when the piston is in the activated position. The customer complaint that the smartsite extension set would not flush can be verified. A device history record review for model 20059e, lot number 20119631 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the large bore 8 inch ext vlv could not be flushed due to flow issues/blockage. The following information was provided by the initial reporter: "not working correctly" "not patent in some inventory, unable to flush".